Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-04669. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A27mm watchman ® laa closure device & delivery system was used with a watchman® access system. They had crossed the inter-atrial septum, during the case a small effusion was noted. The procedure was completed without any incident. The access system was not usually deep nor was it at the apex of the laa prior to device deployment. The effusion was stable during the case; however, that evening, the effusion was tapped, pericardiocentesis was performed. No additional intervention was necessary. The patient current status is stable and they were discharge appropriately.